Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2014 with the following findings: a review of the black box revealed multiple call service 128 alarms due to a discharged replace battery use on (B)(6) 2014. There was no evidence of voltage fluctuation observed. There was no overheating or any errors, alarms or warnings that occurred during investigation. All current readings were found to be within specification. The pump¿s cover was removed; there was no intermittent conditions found to the power circuit. The reported temperature issue with the pump was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.